Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.

Event description:
Caller reported aviva system blood glucose result of 7.0 mmol/l and 16.0 mmol/l within 10 minutes. Reported no adverse event. Strips not available for return.